Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:55:14. During night drain cycle six, the patient's ultrafiltration reading was 1315ml, indicating the home patient (hp) drained 1315ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1315 ml during therapy initiated on (B)(4) 2011 at 19:55:14, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 19:55:14. Review of the event log revealed the cycle 6 received a partial fill of 1054 ml. Cycle 6 drain was completed on (B)(4) 2011 at 04:48:42 and the user's actual drain volume during cycle 6 was 2377 ml. The actual drain volume of 2377 ml is 139.8% of largest prescribed fill volume (lpfv) of 1700 ml; therefore, this incident does not meet iipv criteria.